Event description:
It was initially reported that ¿de-insertion of the edge of the green light fiber. Piece (element/part) transferred to the bladder". The metal cap and distal end of glass cap were detached and returned to ams with the fiber. Patient outcome: "no damage to the patient". No further information was reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently; the metal cap and distal end of glass cap were detached and returned; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited moderate char. Based on the analysis results, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation, due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.